Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that during testing, the pressure gauge was stuck on "0." This was an out of box failure. There was no patient involvement.

Manufacturer narrative:
One fluid warming accessory was received for evaluation. Visual inspection of the device found it to be in good physical condition. Device underwent a self test; set the regulated air pressure to 5.6 psi +0/-2psi and calibrated pressure gauge. The h-2 pressure gauge needle indicator did not reach up to 280-300mmgh, confirming customer reported reason. The fault was a result of a faulty h-2 pressure gauge, which was then replaced. The problem source has been determined to be the supplier.